Manufacturer narrative:
The reported event is confirmed upon investigation of the returned product. Visual evaluation of the provided pictures identified that the driver had fractured off into the associated screw head. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a metacarpal fracture procedure the surgeon was using an ar-18700-29, t-4 driver shaft (lot 1391940), to screw a variable ankle locking screw into a 1.4 z-plate. The tip of the driver shaft broke off in the screw head. The surgeon was unable to remove the tips from the screw head. The screw was sitting flush with the plate. No additional incisions or change of techniques were needed.